Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the catheter placed for the bladder drainage and hydric balance, after a soft involuntary patient traction, it broke. Part of catheter remained in the urinary tract. It was necessary to remove the part through a cystoscopy.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9591024. Documentary investigation was done and no issue were registered during production. Without sample we cannot define the root cause of this issue. Checking the quality database revealed one change control (B)(4) "packaging - addition of longitunal precuts" opened on (B)(6) 2013 and closed on (B)(6) 2014. - about the technical specification minimum expected for tensile test on catheter part: tip ch12 = 20n 5 samples were tested with ch18 and all results are conformed. Minimal value observed: 29.909 n average value observed: 41.695 n maximal value observed: 49.863 n these results showed our glueing step was in accordance with our specification. Since implantation of change control (B)(4), it is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. A similar case study was performed on folysil product, defect: tip tore from (B)(6)2020 to (B)(6) 2024: 19 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the catheter placed for the bladder drainage and hydric balance, after a soft involuntary patient traction, it broke. Part of catheter remained in the urinary tract. It was necessary to remove the part through a cystoscopy.